Event description:
After 3 days of use, the alarm has developed a defect and injured my son. Everything was done as was the prior 2 nights, but this time, when he wet the bed, the alarm went off and he was hurt. I heard the alarm ringing but waited for him to get up on his own. After 15 mins, I went to his room and smelt something burning. The alarm was super hot and burnt his neck skin. I was luckily to pull it out on time or it could have been so dangerous for him. I contacted the MFR via email but did not get any reply. Selectable ultimate bedwetting. FDA safety report ID# (B)(4).